Event description:
It was reported that several days after the right ventricular (rv) lead was implanted, the lead exhibited increased thresholds. It was further noted that the thresholds went back down a few days after they increased. The patient experienced bradycardia. The rv lead was reprogrammed to have a higher output and it was reported that the physician would allow capture management to program accordingly. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.